Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided). Reportedly, customer was taking steroids, which customer believes contributed to the elevated bg levels. The customer declined to provide additional information regarding the issue.